Event description:
It was reported by an attorney that the patient's implantable pulse generator (ipg) was explanted. Further review of the manufacturer's database indicated the device was implanted for approximately seventeen months. No additional information was provided. Additional information related to the reason for removal has been requested and not received.

Manufacturer narrative:
Additional information received from the attorney reported that the patient had a significant amount of keloid scarring post implant and had steroids injected into the side of the scar. There was then subsequent thinning of the scar and the lead was protuberant but not eroded through the pocket. The patient underwent revision of the pocket and a transfer of the device from a prefectoral pocket to subpectoral pocket. Echocardiogram was later performed and the patient was noted to have severe tricuspid regurgitation with right atrial and ventricular dilation related to pacemaker impingement on the tricuspid valve. As there was significant tricuspid valve regurgitation and improvement in symptoms without pacing present, the decision was made to extract the leads. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).